Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient complained that the controller was "acting up" and beeping at random times. When the patient looked, at the controller display, he noted it to be blank and he reported feeling nauseous and short of breath. The pump numbers would disappear and the battery fuel gauge lights would turn off for a few seconds. The patient also stated that before the display failed the controller would alarm "power 2 disconnect" although the controller had two batteries securely connected. The site walked the patient through a successful controller exchange. The patient's symptoms subsided after the controller exchange. Preliminary log file analysis performed by the manufacturer engineer did not reveal any battery related alarms in the controller alarm history, only vad disconnect alarms. The controller also had a date/time error. Of note, this patient has had this controller for less than two weeks. The patient denies any damage to the controller due to dropping. There was no suspected issues with any equipment. It was further reported that it was possible the patient did not fully engage the driveline when doing the change twelve days prior.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed functional testing and visual inspection. The controller performed as expected during bench testing. Log file analysis revealed multiple vad stopped alarms due to a disconnection of the driveline only and one vad stopped alarm due to a disconnection of the driveline and power source 1. Several power up events prior to the reported event date was recorded; data files are available; however, do not cover days of power up events. Log file analysis could not confirm any malfunction of the controller, both events indicated that driveline and both power sources were disconnected from the controller. The most likely root cause of the reported loss of power can be attributed to an accidental disconnection of the driveline and both power sources. Review of the controller log files also revealed  premature power switching events involving (B)(4). The most likely root cause of the reported "beeps" can be attributed to a communication error or momentary disconnections between the controller and battery. Heartware is investigating communication errors. In addition, log file analysis revealed that the real time clock was reset to zero. The most likely root cause of the reported date/time error can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report